Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any alleged deficiency relating to ethicon product? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the adverse events described in the article. If yes, please provide specific suture product code and lot number involved. Initial procedure date. (B)(4).

Event description:
It was reported in a journal article that a (B)(6)-month-old girl sustained lacerations to the parietal, glabellar, and maxillary regions, consistent with an unwitnessed dog bite on an unknown date between (B)(6) 2010. The glabellar and maxillary lacerations were closed with topical skin adhesive. A few hours after discharge, the patient developed mild right periorbital erythema with associated fever, decreased appetite, and lethargy that worsened the next day. There was moderate periorbital and preseptal erythema and edema involving the upper and lower lids, more marked on the right than left. Admission CT scan confirmed the diagnosis of preseptal cellulitis with evidence of spread across the nasal bridge to the superomedial preseptal soft tissues of the left orbit. After removal of the topical skin adhesive, the wounds were irrigated with bacitracin solution. Blood cultures showed no growth. Therapy with intravenous antibiotics was initiated and the patient improved rapidly over two days. The authors do not believe that contamination of topical skin adhesive during manufacture was the source of the infection. It is possible that adequate skin preparation of the wounds was frustrated by difficulties in cooperation because of the patient¿s young age or that the clinicians were not aware of the importance of wound cleaning and did not properly decontaminate the wounds. A third possibility is that the wounds became contaminated after the application of the topical skin adhesive. Additional information has been requested.

Manufacturer narrative:
Product complaint # ==> pc-000100302 corrected data: ¿ upon additional review it is determined that this medwatch report is not reportable.